Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the display and hinge cover of cardiosave intra-aortic balloon pump (iabp) is in poor condition and will require replacement.

Manufacturer narrative:
Updated fields - b4, d9,g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) listed the parts need to be replaced upper display (0997-00-1181), x2 hinge cover (0380-00-0561), hinge right 0105-00-0138-02) and hinge left (0105-00-0138-01). Patient involvement unknown and harm details unknown. After doing 3 good faith efforts (gfe's) we haven't received any information. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it.